Event description:
The reporter stated a cq2015a aspheric collamer three piece lens was torn during loading but was not noticed until after the surgeon inserted the lens. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision. The reporter stated a new technician was being trained and the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Incision sutured.